Event description:
It was reported that the device did not stop during surgery. The device had to be unplugged to stop it. Another pedal was used to complete the case. The surgery was delayed over 30 mins but no add'l adverse consequences were reported from this event. No further pt info was provided by the customer. This device is used for treatment.

Manufacturer narrative:
The device is expected for eval, but has not yet been received. A follow up report will be submitted upon completion of the investigation.